Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 514 mg/dl. Ultimately the customer reverted to manual insulin injections to address the occlusions and their elevated bg.